Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a onelink device. The reporter stated that the IV would not run faster than a slow drip despite that the catheter was well-placed in a good vein. The issue was resolved by replacing one of the IV connectors. There was no report of patient injury or medical intervention associated with this event. No additional information is available.